Manufacturer narrative:
Method: lens work order search & medical review. Results: visual inspection of the returned product showed the lens was returned dry and no visible damage was observed. A lens work order search was performed and there were no similar complaints found within the work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Review of this file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint events(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. (B)(4).

Event description:
Additional information received - the reporter indicated the lens was inserted and removed during the same surgery due to the lens was too large.

Manufacturer narrative:
(B)(4)

Event description:
The surgeon implanted a 13.2mm vich13.2 implantable collamer lens in the patient's left (os) eye and excessive vault was noted was noted. The lens was removed and replaced with a shorter lenghth lens and this resolved the problem. Patient's last bcva 20/25.